Event description:
The dealer reported that the concentrator shuts down unexpectedly. It is unknown if the unit alarmed prior to turning off to alert the user to switch to an alternate source of oxygen.